Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from dislocations. Bilateral. Doi: (B)(6) 2010; dor: (B)(6) 2011; (right side). Doi: (B)(6) 2003; dor: (B)(6) 2010; (left side). Patient is a resident of (B)(6). Update 10/4/2013- pfs and medical records received. Part/lot was provided. The correct doi for the right side was provided. The correct dor for the left side was provided. Revision operative notes indicated that the patient was revised on the right side due to pain and a fractured liner. There is no new additional information that would affect the existing MDR decision. Medical records are attached for further review. Update ad 23 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges infection requiring antibiotics, dislocation with closed reduction and loosening of the cup. Added cup,screw and head to the impacted products as they were removed during the revision surgery. The stem was added to the impacted products to addressed the alleged infection. Doi:(B)(6) 2002 (cup, screw and stem); doi: (B)(4) 2003 (head and liner); dor: (B)(4) 2010 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.